Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus). A replacement procedure was performed. All components were removed and replaced. No patient complications were reported in relation to this event.